Manufacturer narrative:
A visual examination of the returned device revealed that the capio slim head was slightly separated at the top and showed signs of damage, thereby confirming the reported event. All rivets were intact. The carrier was broken off and was not returned. Analysis also revealed no damage to the uphold lite mesh assembly. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. (B)(4).

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complaint, the capio head rivets came loose upon deployment of the device during procedure. The procedure was completed with another uphold¿ lite. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the carrier was broken off and was not returned.